Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided reassurance about continuing to use the pump, and advised the caller to contact them if the malfunction recurred.